Manufacturer narrative:
Model number/catalog number: sc-2408-56. Serial number: (B)(4). Batch/lot number: 21264731. Model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-2408-74. Serial number: (B)(4). Batch/lot number: 2000020883/20930207. Model/catalog description: avista MRI perc lead kit 74 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patients lead might be poking out of the skin at the distal end. It was stated that patient could feel a scab at the location.